Event description:
Boston scientific received information that this patient exhibited right ventricular undersensing of fine ventricular fibrillation (vf) and had a full cardiac arrest. The device was interrogated in the hospital by a boston scientific sales representative (sr) and there were several vf episodes in the logbook, some with anti-tachycardia pacing (atp) given, all looked to be appropriate detection and therapy given. The sr also noted several vf and non sustained (ns) episodes stored from 2 months earlier where there was atp only, as well as some episodes of atp and shocks. One of those episodes had atp with shocks that exhausted therapy, which were caused by undersensing fine vf. The sr also noted that the counters for the shocks in the logbook did not match the shocks in stored episodes counts. The counters showed 7 shocks, but there were 9 shocks in total. The patient although intubated was asked if what happened now was similar to what happened 2 months ago, and the patient responded yes. The physician changed the programmed sensitivity and lowered the vf zone rate cutoff. The device system remains implanted. To date, no additional adverse patient effects have been reported.

Event description:
Additional information was received from medical records that the patient passed away approximately two months later. According to an online obituary, the patient's health diminished and he was placed on dialysis treatments. The local field representative, who reported the event back in (B)(6) 2012, was contacted and confirmed the device had previously exhibited functional undersensing of fine vf due to a change in the patient's condition and potassium levels. Programming changes were made at that time for optimization and not due to a device anomaly. Since boston scientific became aware of the patient's death, there have been no reported allegations against the device or that the device caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--